Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that a burr became stuck on the rotawire. A 2.00mm rotalink plus and a rotawire were selected for use. During the procedure, when delivering the burr to the lesion, resistance was noted. Consequently, the physician attempted to remove the burr; however, it could not be pulled and was trapped and unusual sound was heard. Then, the burr was removed together with the rotawire. The procedure was completed with a 1.75mm rotalink plus and new rotawire. No patient complications were reported and the patient's status was good.